Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported receiving an error code 1014. There was no reported patient involvement.

Manufacturer narrative:
The product support advised customer to enter diagnostics to reset the 1014 and determine what codes accompany the 1014. Follow up with customer found that the issue is resolved by replacing the battery .